Manufacturer narrative:
Submit date: 8/28/2018. The incident sample has been requested but to date has not been received at the manufacturing site for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the unit had a spark at the back and has stopped charging.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer stated that the unit had a spark at the back and has stopped charging. No patient harm was reported.¿ the device history record (DHR) for serial number (B)(4) indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. Product cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The unit was returned for repair and an evaluation was performed for the reported condition. The unit was triaged and service confirmed the reported issue. Service observed the power cord was burned, the main pcb was damaged, and the unit¿s front/back case and cord cover were broken. Service replaced the front/back case (including labels), cord cover and a new main pcb was installed. A new power cord was also provided. The device was fully checked for functionality according to manufacturer¿s guidelines. The device also met all technical standards for the safety and effectiveness of medical electrical equipment, per iec 60601 cl-1 standards. The unit is technically efficient and safe for use. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cord¿s resistance to ensure its electrical safety. If they are not replaced, normal flexing, wrapping the cord too tightly around the bed hook, or supporting the weight of the unit with the cord can cause individual wire strands to break, which increases the amount of heat generated by current flow; over time the continued flexing of the cord results in melting of the wire insulation and eventual malfunction. The reported customer complaint was confirmed. A specific root cause could not be determined. The probable root cause was determined to be customer misuse. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.